Event description:
It was reported that intermittent malfunction alarms have occurred. There was no adverse impact to the customer's blood glucose level. The customer will continue to use current pump for insulin therapy.